Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during interrogation of a new device the radiofrequency programmer head would have green lights lit but the de vice could not be interrogated. The radiofrequency programmer head was returned for service. No patient complications have been reported as a result of this event.